Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was using the catheter to size the stent; however, the catheter failed to work. The device was pulled out and split in half. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned axxcess catheter revealed the device were broken into two pieces. The catheter were noted to be bent in several locations. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was using the catheter to size the stent; however, the catheter failed to work. The device was pulled out and split in half. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.